Event description:
It was reported that the customer was admitted in the emergency room due to diabetes ketoacidosis and unexplained high blood glucose. It was stated that previously the insulin pump had an empty reservoir alarm, but the reservoir was full. Troubleshooting was declined. The customer called and stated that she is unsure if she will continue using the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.